Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the lens was checked for the presence or absence of the lens, but the lens was found not dislodged but was attached, therefore, the event was not confirmed. However, the lens was found dirty with a pit around it. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the visual inspection of the returned device, there was no problem found. It was not possible to confirm that the lens had fallen off by checking the actual machine. In addition, the following operations were checked: connection light guide, rigid endoscope connection. No abnormality was found in the connection. Confirm that the connection to the video system center has been established. Inspection with related equipment the image output, no abnormalities such as noise or cloudiness could be confirmed. Inspection of remote switch confirmed that the settings have been made. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the lens fell off on the hd camera head. The issue occurred during preparation for use on a transurethral resection of the prostate (turp), and the diagnostic procedure was completed with a similar device. Similar events seem to have occurred multiple times. There was no patient harm associated with the event.